Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigatin is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display blanked out. Complainant indicated that the clinician powered the device off and repowered up to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please refer to similar report on medwatch number 1220908-2014-02015.